Event description:
It was reported that the pump failed downstream occlusion calibration during testing.

Manufacturer narrative:
One device was received for evaluation for the complaint of failed downstream occlusion calibration" was confirmed with functional testing per pvt. Upon further investigation found defective dso sensor. Replaced dso sensor. The visual and functional testing was performed. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. After replacing the parts, the pump passed all the testing and is fully operational.